Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2019 with the following findings: the black box data and pump alarm history confirmed records of the alleged call service alarm. However, the call service alarm was not duplicated during the investigation of the pump.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the pump experienced a call service 078 alarm that was not able to be cleared from the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.